Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 where the customer reported that there was air in line during patient use. Customer stated that the tubing was primed with saline and was put into the pump and when the pump was started alarmed distal air. Customer noted that the tubing above the cassette had 2-3 inches of air, and the drip chamber had filled up completely. This air had been primed out, so they are unsure where it came from. There was several minutes of delay to continue patient¿s infusion, but harm was not reported as a consequence of the event,

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of distal air could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.